Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead removed due to high thresholds. The patients thresholds remained unstable and the lead was removed. The lead was discarded.